Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, when the customer was trying to use the device for a case, it was then discovered that it was not working. 2 different power boxes were used to try to make it work. The hospital loaned out the device to a sister hospital, they had it for a few days, then stated that it didn't work anymore and had to get a tray from another hospital. However, they failed to tell the customer this information, and sent the dermatome back to the customer, who washed and sterilized as usual. An electric dermatome was used to complete the procedure. However, it was not plugged in and charged, so the customer had to call another hospital to have them ship over their dermatome, to which the customer washed and resterilized and used. So the patient was under anesthesia for an estimated at least 2 hours, until the customer received another dermatome from another hospital. Another unplanned graft was not required to complete the surgery. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On july 11, 2018, it was reported that the last time we loaned out the device to a (B)(6) hospital, they had it for a few days, then stated that it didn¿t work anymore and had to get a tray from another hospital. The customer returned an electric dermatome device, serial number 204319, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was november 11, 2015 where it was reported that the device was set to cut thin but cut thick and the power cord assembly, power switch, thickness lever, ball detent, reciprocating arm, bearings, motor, o-ring seal and retaining ring were replaced. This is not a related issue. Product review of the electric dermatome by zimmer biomet surgical on july 12, 2018 revealed the device calibration was out of specifications at zero setting only and the motor did not run at all. Repair of the electric dermatome was performed by zimmer biomet surgical on august 1, 2017 which included replacement of the power cord assembly, power switch, bearings, motor, o-ring, seal and retaining ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was revealed that the device calibration was out of specifications at zero setting only and the motor did not run at all. The root cause of the reported event cannot be specifically determined with the information provided. During product review it was revealed that the device calibration was out of specifications at zero setting only and the motor did not run at all. It is unknown how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.